Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins recharger would not charge when plugged into the outlet. The patient was advised to call in to get the recharger replaced. No patient complications were reported. 2018 ¿ sept-20 (B)(4) (con): additional information from patient was received. Patient stated she had trouble keeping a consistent connection (coupling boxes) while charging her ins. Patient confirmed she was charging with the antenna against her skin with no clothing between and used the belt to hold the antenna in placed. A replacement recharger would be sent to patient. It was noted the recharger was charging up, poor coupling and damaged connecter on desktop charger. Additional information later date stated that ins recharger (insr) charged level not incrementing, she had trouble with insr. Patient confirmed the insr was not charging when plugged into the desktop charger wall, and the insr battery level was not progressing past ¼ segment. Patient called rep who told her to call patient services and equipment could be replaced overnight. It was confirmed desktop charger light was on, the arrow was aligned and fit securely into the insr port. Additional information was received from patient on sept-24-2018. Patient stated her ins was completely dead. No patient complications were reported.